Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure device penetrating the endometrium"), device breakage ("fragment with thermal artefact loose in container") and pelvic pain ("chronic pelvic pain") in a 26 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of missed abortion, parity 1, gravida ii, conduct disorder and intellectual disability. Previously administered products included: jadelle for contraception. Past adverse reactions to the above products included: abdominal pain with jadelle. As concurrent condition the report mentioned morbid obesity. The only concomitant product mentioned was jadelle (levonorgestrel) from 2009 to 2014. In 2012, the patient had essure inserted. On (B)(6) 2015, she experienced amenorrhoea ("amenorrhoea since insertion"). On (B)(6) 2015, she experienced headache ("headaches"), dizziness ("dizziness"), a first episode of nausea ("nausea"), a second episode of nausea ("nausea") and paraesthesia ("paraesthesia"). On (B)(6) 2016, she experienced abdominal pain lower ("hypogastric pain"), somnolence ("headache associated with drowsiness") and diarrhoea ("diarrhoea"). On (B)(6) 2017, she experienced vision blurred ("blurred vision"). On (B)(6) 2017, she experienced inflammation ("the patient came to the gynaecology unit due to inflammation"). On (B)(6) 2018, she experienced back pain ("lower back pain / lower back pain radiating to the right flank"). On (B)(6) 2019, she experienced abdominal pain ("abdominal pain/ colic severe sharp pain radiating to the genitals"). On (B)(6) 2020, she experienced pruritus ("itching / persistent pruritus on the left foot for several months."). On (B)(6) 2020, she experienced breast discharge ("pain in her left breast and discharge/ nipple discharge."). On (B)(6) 2020, she experienced renal colic ("renal colic / right nephritic colic"). On (B)(6) 2020, she experienced vomiting ("vomiting"). On (B)(6) 2021, she experienced haematuria ("haematuria") and flank pain ("right flank pain"). On (B)(6) 2021, she experienced facial paraesthesia ("loss of sensation in the right half of the face"). On (B)(6) 2021, she experienced myalgia ("polymyalgia"). On (B)(6) 2021, she experienced pelvic pain (seriousness criterion medically important) and suprapubic pain ("suprapubic pain"). On (B)(6) 2022, she experienced dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2022, she experienced vaginal discharge ("foul-smelling leucorrhoea"). An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), depression ("depression"), tooth loss ("tooth loss"), blindness ("vision loss"), mastitis ("mastitis"), breast pain ("pain and swelling in the breast"), breast swelling ("pain and swelling in the breast"), urinary tract infection ("urinary tract infection"), myopia ("causing an increase in myopia multiple times even within the same year") and diplopia ("incongruent diplopia") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, cefuroxime, metamizole and adolonta (tramadol hydrochloride) as well as surgery (bilateral salpingectomy). At the time of the report, the outcome of weight increased was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, back pain, blindness, breast discharge, breast pain, breast swelling, depression, device breakage, diarrhoea, diplopia, dizziness, dyspareunia, embedded device, flank pain, haematuria, headache, inflammation, mastitis, myalgia, myopia, the first episode of nausea, the second episode of nausea, paraesthesia, facial paraesthesia, pelvic pain, pruritus, renal colic, somnolence, suprapubic pain, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure administration. The reporter commented: in 2009, the appearing party had been implanted with the contraceptive method jadelle, which was later removed in (B)(6) 2014 through a surgical intervention. However, only one of the two implanted rods was removed. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] in (B)(6) 2022: clinical information: morbid obesity. Essure removal. Bilateral salpingectomy. Left tube. General description piece sent left fallopian tube, left salpingectomy, piece dimensions: length: 11x1 cm, characteristics: fragmented. It includes a fimbriae end; serosa undisturbed. Loose fragment which does not seem to correspond to tube tissue. Device length: 10 cm. Presence of loose coiled metal structure in the container. Macroscopic picture yes. Piece included: it4b (4: fragment with thermal artefact loose in container).b observations: the container with the device will be preserved and conveniently identified, as per protocol. Diagnosis: fallopian tube with mild fibrosis and denudation of the epithelium, without any other alterations. Presence of essure metallic device. [Ultrasound abdomen] on (B)(6) 2020: both kidneys are positioned normally. Their shape and echo-structure are normal. Good corticomedullary differentiation. No evidence of images that could suggest stones or dilatation of the excretory tubes. The bladder is scarcely filled with urine. No significant alterations found. No intra-abdominal free fluid observed. No other significant findings in the left iliac fossa.; on (B)(6) 2021: uterus with normal margins, endometrium in its first stage and homogeneous. The right essure device can be observed, and it seems to be penetrating +- 1 cm into the myometrium. The left essure cannot be seen properly, ovaries are normal [x-ray] (date unknown): similar to the previous one, without acute pathological alterations. Lot number: 50673912 not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-aug-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure device penetrating the endometrium"), device breakage ("fragment with thermal artefact loose in container") and pelvic pain ("chronic pelvic pain") in a 26 year-old female patient who had essure inserted (lot no. 50673912) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of missed abortion, parity 1, gravida ii, conduct disorder and intellectual disability. Previously administered products included: jadelle for contraception. Past adverse reactions to the above products included: abdominal pain with jadelle. As concurrent condition the report mentioned morbid obesity. The only concomitant product mentioned was jadelle (levonorgestrel) from 2009 to 2014. In (B)(6) , the patient had essure inserted. On (B)(6) 2015 she experienced amenorrhoea ("amenorrhoea since insertion"). On (B)(6) 2015 she experienced headache ("headaches"), dizziness ("dizziness"), a first episode of nausea ("nausea"), a second episode of nausea ("nausea") and paraesthesia ("paraesthesia"). On (B)(6) 2016 she experienced abdominal pain lower ("hypogastric pain"), somnolence ("headache associated with drowsiness") and diarrhoea ("diarrhoea"). On (B)(6) 2017 she experienced vision blurred ("blurred vision"). On (B)(6) 2017 she experienced inflammation ("the patient came to the gynaecology unit due to inflammation"). On (B)(6) 2018 she experienced back pain ("lower back pain / lower back pain radiating to the right flank"). On (B)(6) 2019 she experienced abdominal pain ("abdominal pain/ colic severe sharp pain radiating to the genitals"). On (B)(6) 2020 she experienced pruritus ("itching / persistent pruritus on the left foot for several months."). On (B)(6) 2020 she experienced breast discharge ("pain in her left breast and discharge/ nipple discharge."). On (B)(6) 2020 she experienced renal colic ("renal colic / right nephritic colic"). On (B)(6) 2020 she experienced vomiting ("vomiting"). On (B)(6) 2021 she experienced haematuria ("haematuria") and flank pain ("right flank pain"). On (B)(6) 2021 she experienced facial paraesthesia ("loss of sensation in the right half of the face"). On (B)(6) 2021 she experienced myalgia ("polymyalgia"). On (B)(6) 2021 she experienced pelvic pain (seriousness criterion medically important) and suprapubic pain ("suprapubic pain"). On (B)(6) 2022 she experienced dyspareunia ("dyspareunia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2022 she experienced vaginal discharge ("foul-smelling leucorrhoea"). An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), depression ("depression"), tooth loss ("tooth loss"), blindness ("vision loss"), mastitis ("mastitis"), breast pain ("pain and swelling in the breast"), breast swelling ("pain and swelling in the breast"), urinary tract infection ("urinary tract infection"), myopia ("causing an increase in myopia multiple times even within the same year") and diplopia ("incongruent diplopia") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, cefuroxime, metamizole and adolonta (tramadol hydrochloride) as well as surgery (bilateral salpingectomy). At the time of the report, the outcome of weight increased was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, back pain, blindness, breast discharge, breast pain, breast swelling, depression, device breakage, diarrhoea, diplopia, dizziness, dyspareunia, embedded device, flank pain, haematuria, headache, inflammation, mastitis, myalgia, myopia, the first episode of nausea, the second episode of nausea, paraesthesia, facial paraesthesia, pelvic pain, pruritus, renal colic, somnolence, suprapubic pain, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure administration. The reporter commented: in (B)(6) , the appearing party had been implanted with the contraceptive method jadelle, which was later removed in (B)(6) 2014 through a surgical intervention. However, only one of the two implanted rods was removed. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] in (B)(6) 2022: clinical information: morbid obesity. Essure removal. Bilateral salpingectomy. Left tube. General description piece sent left fallopian tube, left salpingectomy, piece dimensions: length: 11x1 cm, characteristics: fragmented. It includes a fimbriae end; serosa undisturbed. Loose fragment which does not seem to correspond to tube tissue. Device length: 10 cm. Presence of loose coiled metal structure in the container. Macroscopic picture yes. Piece included: it4b (4: fragment with thermal artefact loose in container).b observations: the container with the device will be preserved and conveniently identified, as per protocol. Diagnosis: fallopian tube with mild fibrosis and denudation of the epithelium, without any other alterations. Presence of essure metallic device [ultrasound abdomen] on (B)(6) 2020: both kidneys are positioned normally. Their shape and echo-structure are normal. Good corticomedullary differentiation. No evidence of images that could suggest stones or dilatation of the excretory tubes. The bladder is scarcely filled with urine. No significant alterations found. No intra-abdominal free fluid observed. No other significant findings in the left iliac fossa.; on (B)(6) 2021: uterus with normal margins, endometrium in its first stage and homogeneous. The right essure device can be observed, and it seems to be penetrating +- 1 cm into the myometrium. The left essure cannot be seen properly, ovaries are normal [x-ray] (date unknown): similar to the previous one, without acute pathological alterations. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.